Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised to purchase an olympus lamp. Also, the customer mentioned there was dust and dirt around the unit. They were advised to vacuum the dust and not to use compressed air. Device not returned due to customer ordering a new lamp. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an e102 error. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
Corrected data: e1 (the correct first & last name has been provided) and e2/e3/g2 (the fields were inadvertently omitted on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e102 error could not be identified. However, it's likely the cause is related to the use of a non-olympus lamp. The event can be prevented by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.